Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis of the lead demonstrated a damaged insulation. In the region of the tricuspid valve, the insulation was found rubbed through. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise and oversensing which led to inappropriate shocks. The physician suspects a possible fracture. This lead was replaced with another ICD lead on the other right side. Should additional information be received, this file will be updated.